Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original product packaging. The safety seal on the returned jar was received broken. Similar amber stains were observed on the jar label with dried glutaraldehyde noted on the outside of the jar. During visual inspection, white particulates were observed inside the jar. Particulates appear to be from the gasket. The 3m freeze watch temperature indicator was not activated. The as-received device was submitted to r & d for CAPA 684613 solution study. Thus, an assessment on the jar rim, lid and gasket were not performed. Note: white particulate was found in the jar. 16 similar complaints had been completed, and fourier transform infrared (ftir) analysis was performed to confirm the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification is sufficient. These particulates can be tested in the future if needed as the returned devices are retained for 5 years per the retention policy. CAPA 684613 is opened to investigate the jar difficult to open complaints and these white particulates from the gasket is part of the failure mode observed from the returned devices. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the jar lid of the evproplus-34 was difficult to open, and the sealing material was stuck to the glass jar. The device was never implanted, and there was no impact on any patient associated with this event. The product was replaced.

Manufacturer narrative:
H6 updated this regulatory report is being submitted as part of a retrospective review. The investigation results have been updated to reflect the root cause findings from CAPA 684613. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.